Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the left ventricle perforation appears to have occurred as a result of device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, there was resistance while tracking the delivery system through the descending aorta. The physicians pulled the catheter back and re-advanced through the area of resistance. They got through the area of resistance and there was a noted drop in blood pressure. Anesthesia treated the blood pressure and a 20 mm sapien 3 valve was deployed in optimal position. The blood pressure dropped after valve deployment and CPR was initiated. The team perceived there to be an annulus rupture and a pericardial effusion. To seal the perceived rupture, the team placed a second valve just below the first valve implanted. The patient's pressure did not recover after the second valve was placed and their chest was then opened. A perforation to the left ventricle was observed and was repaired. The two sapien 3 valves remained inside the patient. Patient was alive at the end of the procedure. The operators perceived the wire perforated the left ventricle during the procedure.